Event description:
During an in clinic follow up, the device was found to be in back up mode. Technical support was contacted and confirmed the back up mode was due to the device having reached end of life. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacemaker was received in backup operation with battery voltage above elective replacement indicator (eri). The product code was reloaded, electrical and mechanical tests were performed which indicated normal device functionality. The backup condition could not be reproduced. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.